Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to distal rows 1 and 2. Struts lifted and overlapping distally. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch of the left anterior descending (lad) artery. A 2.25x12 synergy drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the previously placed stent in the proximal to middle lad and the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch of the left anterior descending (lad) artery. A 2.25x12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the previously placed stent in the proximal to middle lad and the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.